Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they were admitted to the hospital due to low blood glucose on (B)(6) 2017 with blood glucose of 2 mmol/l, and her blood glucose at the time of the call was 9 mmol/l. Customer has been treating low blood glucose levels with dextros and juice but cannot stay above 4 mmol/l. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed the displacement and self test, but the customer believes that the pump is overddelivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test. The motor was tested outside of device and passed. Unit received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.